Event description:
Procedure type: lap gastric bypass. According to the reporter: the knife blade got stuck and did not retract following trigger squeeze. This caused the knife blade to remain exposed. No pt injury was reported.

Manufacturer narrative:
Us .